Manufacturer narrative:
Through follow-up, the customer indicated that customer does not have the patient's information.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.